Event description:
Reporter indicated that a dell handheld computer "locked up" necessitating a reset. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.